Event description:
It was further reported that the pump had a critical motor stall and recovered more than 2 hours later; many motor stalls and then recovery occurred events. The pump was replaced and it was unknown if there was any diagnostic testing or troubleshooting. It was further reported that the cause of the stalls was not known. The patient was currently doing well.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l42931, implanted: (B)(6) 1997, product type catheter . (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had been hearing an alarm starting before the last pump fill on (B)(6), but the alarm had been occurring more regularly as of the date of the report. The patient mentioned the alarm to the health care provider (hcp) who indicated that it was not the low reservoir, because there was plenty of medication in the pump. The patient had noticed her pain level had really increased on the day of report. The pump device was used to deliver prialt. It was later reported that the pump was interrogated and the logs were mostly all motor stalls and recoveries as of (B)(6) 2013, with the last was on (B)(6) 2013, with tube set message two days after that, with no recovery occurring. It was later revealed by the pump logs, several of the multiple motor stalls and recoveries were between (B)(6) 2013 at which time there was a ¿stopped pump period may exceed tube set¿ message. No recovery had been logged in the pump logs provided, following the tube set message. It was later reported that the patient was still having concerns regarding the device or therapy, but was working with the hcp or manufacturing representative. The patient¿s next appointment date was reported as (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump logs noted were multiple motor stalls and recoveries. During destructive analysis significant residue and shaft wear on the upper shaft of gear 2 were found. In addition, some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly was also noted. In conclusion, there were pump motor gear train anomalies of corrosion and/or wear and/or lubrication in addition to stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's device was at end of life (eol) "das" and it was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.